Event description:
The customer reported that the ortho provue analyzer resulted a weakly positive antibody screen result as negative. The card was brought to service rack for unused portion of gel cards. Visual inspection of gel cards showed weak reactions in the microtube. The sample reacted weakly positive using in manual gel and tube method. Hla antibody was identified. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
The customer contacted ocd customer technical support (cts) as a f/u and reported that the weak reactions observed were related to the sample and the provue was working as expected. Daily qc testing was performed and all reactions were acceptable. An ocd field engineer contacted the customer regarding the issue. The fe indicated that as per the customer, the tech who read the processed gel card in question, interpreted the provue results incorrectly. The provue was functioning as expected without any issues. Therefore, service was not required. (B)(4).